Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Device issue: none. Adverse event: death. Onset of adverse event: after procedure. It was reported that the jostent graftmaster otw stent was implanted to treat a perforation and successfully sealed the perforation located in a saphenous vein graft (svg) to the left ascending diagonal (lad). Use of the jostent graftmaster otw did not cause additional complications or adverse events. Patient went on extracorporeal membrane oxygenation (ECMO) and was sent to ICU. However, the next day while removing ECMO, the patient died. No additional information is available.